Event description:
Post deployment showed a type I proximal endoleak and an encroachment of the proximal graft material upon the right renal artery. An attempt to stent the renal artery, initially resulted in the stent releasing prematurely, landing in the mid-renal portion. A second renal stent was advanced and successfully deployed at the renal orifice. Another MFR's stent was deployed at the proximal portion of the main body graft deployed at the proximal portion of the main body graft to the vessel wall. Final angiogram viewed renal artery patency and a resolve to the endoleak.